Manufacturer narrative:
Concomitant product: product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The consumer reported there was oozing of fluid from the battery pocket when charging the device. Otherwise, the incision did not ooze. It was identified when the patient was charging where the patient noticed the site to be damp. The healthcare professional had been monitoring the incision site closely. The issue was not resolved at the time of the initial report. There was no report of a surgical intervention occurred at the initial report. The healthcare provider reported that the cause of the oozing at the incision site was reported to be a non-healing wound over the generator. Actions taken to resolve the oozing incision site was the removal of the device and wound closure. The issue had been resolved. Relevant medical history includes non-malignant pain and lumbar radiculopathy.